Event description:
The customer reported on (B)(6) 2013 at 11:00pm her blood glucose was measuring 421 mg/dl and administered a bolus of 3.5 units of insulin. The next morning at 8:00 am, her bg was reading 275 mg/dl so she gave a bolus of 4.1 units of insulin. At 12:00 pm her bg rose to 389 mg/dl at which she gave a correctional bolus of 3.75 units of insulin. She deactivated the pod and noticed the cannula had dislodged from the infusion site.

Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.